Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 180mg/dl, 23mg/dl, 43mg/dl. Tests were done within 11-20 minutes with a difference of 93mg/dl. Patient did not experience any adverse events. No further information has been reported. "Control solution is expired. Cust was not sure when customer first opened bottle of test strips.: also customer cleaning meter incorrectly.